Event description:
It was initially reported that a pump alarm was heard and confirmed by telemetry. The alarm was due to end of service (eos)/end of life (eol) message; a revision was scheduled. Upon opening the patient, the catheter was found to be disconnected from the pump. They chose not to replace the pump at that time; the pump was not providing therapy due to eos. The pump was turned off on (B)(6) 2011 because the patient wasn't getting any relief. It was later reported that the catheter was not disconnected. The catheter was "not near the spinal column so the medication wasn't going into the spinal column". The health care provider did not know if the patient experienced symptoms prior to the catheter issue or at the time the catheter was "in the wrong place". There were no "new symptoms" with the catheter in the "wrong area". The dose was "variable because they were cutting back when they found out the catheter was not in right area". The patient was "doing well" at the time of this report. Drug delivered was lioresal 2000mcg/ml.

Manufacturer narrative:
Catheter: model: 8731, (B)(4), implanted on: (B)(6) 2004, explanted on: unk.